Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to pulmonary embolus and deep vein thrombosis. Approximately ten years and two months post filter deployment, a x-ray revealed that the filter struts detached. Further, computed tomography scan revealed that the filter tilted and perforated the vena cava. The device was removed using a hangman technique. The patient experienced pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months later, xr sacrum/coccyx was performed due to back pain and result showed that there was an inferior vena cava filter present to the right of the l2 vertebra. After three years and four months, xr abdomen, kidney, ureter and bladder single view showed that an inferior vena cava filter was noted at the level of l2. After six years and eight months, addendum reported that the linear density projected over the right upper quadrant was likely representative of a fractured leg of the inferior vena cava filter. After two months, computed tomography of abdomen and pelvis with contrast showed that an inferior vena cava filter was in place at the level of l2-l3. Presumably broken filter limb within the right hepatic lobe. After three days, filter retrieval procedure was attempted. A 5 french micropuncture set was used to gain access to the right internal jugular vein. A 0.035-inch bentson wire was advanced into the inferior vena cava and a 16 french vascular sheath was advanced over the wire. A 5 fr catheter was advanced past the inferior vena cava filter until the tip was positioned. An inferior vena cavogram was performed, which showed no clot within the filter. The catheter was removed, and a loop snare was formed and used to engage the filter followed by subsequent snaring of the filter with ensnare. The sheath was then carefully advanced over the filter and the entire system was removed. The sheath was removed, and manual pressure was applied at the venous access site until hemostasis was achieved. The filter was captured, collapsed into the sheath, and removed in its entirety. Venography of the inferior vena cava was performed to assess filter position before removal procedure which showed that the filter was in infra renal inferior vena cava with fractured 3 legs missing. One projected over the superior liver, one projected over the left lung base, and one projected over the medial central left lung. Gross description demonstrated an inferior vena cava filter with broken limb extraction and there were 2 pieces measurement of 4.6 x 1.8 x 0.9 cm. Therefore, the investigation is confirmed for the alleged filter limb detachment and perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 11/2011), g2, g3, h6(method). H11: d1, d4, h6(result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to pulmonary embolus and deep vein thrombosis. Approximately ten years and two months post filter deployment, a x-ray revealed that the filter struts detached. It was further reported that , a computed tomography scan showed that the detached filter strut in the liver and retained in posterior right hepatic vein. Further reported, that the filter tilted and perforated the vena cava. The device was removed percutaneously using a hangman technique. The patient experienced pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged filter tilt, filter limb detachment and perforation of the inferior vena cava (ivc) as no objective evidence has been provided to confirm any alleged deficiency with the filter. The definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to pulmonary embolus and deep vein thrombosis. Approximately ten years and two months post filter deployment, a x-ray revealed that the filter struts detached. Reportedly the filter strut detached in the liver and retained in posterior right hepatic vein. Further reported, that a computed tomography scan revealed that the filter tilted and perforated the vena cava. The device was removed using a hangman technique. The patient experienced pain; however, the current status of the patient is unknown.